Manufacturer narrative:
One implant was returned for investigation. Physical inspection of the as returned product confirmed that the device is fractured. A device history review was performed and no related nonconformance¿s were noted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up" . H2: checked follow-up type. H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that patient fractured implant due to heavy occlusion. Implant was removed at tooth site 20.